Event description:
It was reported, that hour glass no readings sensor error was reported. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced a sensor error. The patient experienced hypoglycemia, while the cgm (continuous glucose monitor) was not displaying any values and lost consciousness. The patient´s colleagues treated her with dextrose (grape sugar) and called an ambulance. There was no documentation about any treatment or medical intervention provided by the paramedics. The patient regained consciousness, and was not taken to the hospital. At that time when she regained consciousness her bg was 34 mg/dl. At the time of the report, the patient was feeling fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore, a more specific code could not be selected.